Manufacturer narrative:
Article: juergen zanow, ulf kruger, utz settmacher, and hans scholz, "treatment of perigraft seroma in expanded polytetrafluoroethylene grafts by sequential fibrin sealing of the outer graft surface." (B)(4), 2010.

Event description:
As stated in an article, a pt was treated by a fibrin sealing technique for a perigraft seroma. The diagnosis of seroma was confirmed by ultrasound scan. The treatment was performed 67 days after the implant date. The affected segment was at the proximal end (noted as 1/3) of the graft. Graft remains patent after 14 months. A gore propaten vascular graft had been implanted in a bypass surgery, from the femoral to peroneal artery.